Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided for review. The first photo shows the partial view of a drainage catheter and thread was noted in catheter, strain relief. The second photo shows the partial view of a drainage catheter implanted in patient body. The third photo shows the partial view of a clinician holding the drainage catheter connected to an external connector. Thread was noted at catheter hub section and same residue was also noted near the hub thread hole. No visual anomalies noted for all the three devices. Therefore, the investigation is inconclusive for the reported seepage at wire interface issue as the provided photo was not sufficient to confirm the reported issue for all the three devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided cyst percutaneous drainage catheter placement procedure using a navarre opti drain catheter. During the procedure, it was noted that the catheter allegedly leaked at the wire interface. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided cyst percutaneous drainage catheter placement procedure using a navarre opti drain catheter. During the procedure, it was noted that the catheter allegedly leaked at the wire interface. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.